Manufacturer narrative:
(B)(4). External insulation abrasion was found at 40.5 ¿ 41 cm from the distal end consistent with lead friction to the device can. The outer coil filars was exposed at the same location. The reported noise problem could occur when the exposed outer coil filars come in contact with the device can.

Event description:
It was reported that noise episodes were noted. The lead was explanted and replaced. The patient's condition is fine after the event.